Event description:
It was reported the charger is having difficulty communicating with the ipg. A new charger was sent to the pt to help resolve the issue. The replacement charger was unsuccessful. The pt will discuss the next course of action with his doctor. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.